Manufacturer narrative:
The customer believes the incorrect conversion rule was written by a beckman coulter technical applications specialist. The conversion rule has been corrected and validated on site. Beckman coulter believes this event requires reporting under 21 cfr 803.

Event description:
A customer contacted beckman coulter to report that accu tni results were reported incorrectly for 2 different patients, by the beckman coulter data manager, datalink (dl) 2000. The customer indicated that the dl 2000 reported the accu tni for both patients, a and b, as ">500ng/ml". Actual result for patient a was 99ng/ml. Actual result for patient b was 258.53ng/ml. The incorrect results were reported out of the lab. The customer stated that the incorrect accu tni results were most likely caused by a conversion rule at the dl 2000. The intention of the rule: convert any accu tni result of 501ng/ml or greater to report as ">500ng/ml". The customer indicated both patients had suffered massive heart attacks and no patient treatment decision were made based on the erroneous results.